Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopically assisted vaginal hysterectomy, a piece of the device broke off while the device was being removed. The piece was retrieved from the abdomen. The surgeon also noticed during use of the device that the wire was broken and exposed. No patient injury occurred or medical intervention was required.